Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen did not turn back on. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. New battery did not resolve the issue. The insulin pump was dropped, bumped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.